Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. The customer's blood glucose was 25 mg/dl at the time of admission. The customer also reported they had to call the paramedics for their low. Customer reported checking their blood glucose and eating, but did not recall any events after. The customer also reported another low blood glucose incident on (B)(6) 2015 where the paramedics were called. Customer's blood glucose was 40 mg/dl during this incident. Customer reported feeling sick during this incident. The customer stated their low was attributed to incorrect calculations of their carbohydrates. The customer declined to return the insulin pump for analysis.